Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after flushing the pta balloon catheter, the catheter was inserted into a stenosed sfa and blood allegedly flowed into the balloon. The health care provider alleged the balloon may have ruptured. The balloon catheter was exchanged over the guidewire for another and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned. Upon inflation of the device, water was seen exiting the device at the rapid exchange port. Microscopic examination of the rapid exchange port found a partial circumferential break. Therefore, the investigation was confirmed for a break. However, as the device was not able to be fully inflated, the investigation was inconclusive for the reported rupture. The definitive root cause for the identified break in the catheter or for the reported rupture could not be determined based upon available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current (B)(6) IFU (instructions for use) states: warnings: to prevent vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. Select a balloon size so that its inflated balloon diameter does not exceed the minimum vessel diameter when diameters of a target vessel vary. [Or, it can cause vessel injury.] When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can cause vessel damage and the catheter can result in tip or catheter breakage, catheter kink or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture.} prohibitions: do not reuse. Do not resterilize. (B)(4)

Event description:
It was reported that after flushing the pta balloon catheter, the catheter was inserted into a stenosed sfa and blood allegedly flowed into the balloon. The health care provider alleged the balloon may have ruptured. The balloon catheter was exchanged over the guidewire for another and the procedure was completed. There was no reported patient injury.